Event description:
Customer reported experiencing low blood glucose during the call. Blood glucose value was 40 mg/dl. Customer initially got in contact to report she received a lost sensor alert; blood glucose at the time was 287 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer stated she is pregnant and inserts in thigh. During troubleshoot, it was found that the sensor was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used enlite sensor, and performed testing. Connected the sensor to the transmitter, and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also, found that the cannula was bent.